Event description:
Related manufacturer report number:3006705815-2024-00039. It was reported that the patient's leads were fractured. Multiple fractures were noted via x-ray imaging. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of a revision was reported to abbott. X-ray confirmed a lead fracture. The physician made visual observation of fractures. Both leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.